Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device capture management feature automatically adjusted the output amplitude to marginal capture threshold resulting in intermittent loss of capture and the patient being admitted to the emergency room (ER) for syncope. The device feature was reprogrammed with the device remaining in use. No further patient complications have been reported as a result of this event.